Event description:
The customer observed a falsely elevated architect anti-hbs result for one patient. The following data was provided (>/=10.0 miu/ml is considered protected): result was 12.72 miu/ml, which was questioned by the customer there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82 (architect ausab), and a PMA number of p050051.

Event description:
The customer observed a falsely elevated architect anti-hbs result for one patient. The following data was provided (>/=10.0 miu/ml is considered protected): result was 12.72 miu/ml, which was questioned by the customer there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 63352fz01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of architect anti-hbs, lot number 63352fz01, was identified.